Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at around 7:30 am. Caller, pt's husband, said pt took a glucose test on her prodigy meter around 7:00 am and received a reading of 111 mg/dl. She had breakfast at 7:30 am and took her medications: hydroxyzine, 50 mg; norvasc, 40 mg; cymbalta, 40 mg; aspirin, 80 mg. Pt started to not feel well and laid down. Pt had lunch and then started vomiting shortly thereafter. A pdc glucose test was performed and it gave a reading of 264 mg/dl. Medics were called. Caller reported their meter result as being so high it wouldn't register. Pt was administered an IV and transported to the hospital. It was said that the hospital glucose result was 700 + to almost 800. Pt was in the hospital for 3 days. Caller informed pdc that pt's meter was dropped 1-2 days prior to medical intervention, and voice/volume and memory recall functions weren't working. Pdc sent replacement with prepaid envelope so suspect product (s) could be evaluated.

Manufacturer narrative:
The caller reported, the device as having been dropped a few days before the medical intervention, and the impact caused the device's batteries and compartment cover to pop out/off. Suspect product returned and evaluated. Pdc identified it as an older "y" series device. The voice/volume and the result fell in range. Other than volume, no other failures were detected.